Manufacturer narrative:
Separate complaint reported under manufacturer number: 8020893-2023-00545. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported by the hospital biomedical engineer, that while investigating the device from an event captured in a separate complaint, this 980 ventilator started producing smoke from the power supply. The device was available for evaluation. The service personnel (sp) inspected the unit and although there was no smoke seen, the sp found thermal damage on the direct current (dc) - dc converter printed circuit board assembly (pcba) and the graphical user interface (gui) pcba which would have likely produced smoke as reported. To solve the issue, sp replaced the dc - dc converter pcba and gui cpu pcba. The ventilator passed all tests and calibrations according to the manufacturer¿s specifications at the time of service. The likely cause of the event was isolated in the field to a fault in dc - dc converter pcba and gui cpu pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the hospital biomedical engineer, that while investigating the device from an event captured in a separate complaint, this 980 ventilator started producing smoke from the power supply. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Separate complaint reported under manufacturer number: 8020893-2023-00545 section b3 updated section d9 updated due to part return. Section h6 updated due to part return evaluation code result - add additional code component code - remove g02005 and add g0201201. Device evaluation summary: updated due to part return medtronic conducted an investigation based on all information received. It was reported by the hospital biomedical engineer, that while investigating the device from an event captured in a separate complaint, this 980 ventilator started producing smoke from the power supply. The device was available for evaluation. The service personnel (sp) inspected the unit and although there was no smoke seen, the sp found thermal damage on the direct current (dc) - dc converter printed circuit board assembly (pcba) and the graphical user interface (gui) pcba which would have likely produced smoke as reported. To solve the issue, sp replaced the dc-dc converter pcba and gui cpu pcba. The ventilator passed all tests and calibrations according to the manufacturer¿s specifications at the time of service. One gui cpu pcba was returned for failure investigation. On visual inspection, it was found smoke damage on the pcb. This was resulting from a component failure on an adjacent dc-dc pcb, as a result of the damage, the gui pcb was not able to be tested. One dc-dc converter pcba was returned for failure investigation. On visual inspection, it was found the capacitor c83 was severely thermally damaged, with smoke damage on the pcb. No further testing was performed. The investigation found thermal damage on gui cpu pcba. The cause of the event was isolated to faulty capacitor c83 on dc-dc converter pcba. There is an existing previous internal investigation regarding this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.